Event description:
It was reported that buttons on the customer's insulin pump were not consistently responding. No significant events leading up to the alarm were recalled. The customer's blood glucose was 442 mg/dl, which was treated with manual injection. It was advised to revert to a back up treatment plan. Nothing further was reported.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.